Manufacturer narrative:
(B)(4). The tube was discarded and the size and lot number was not retained. The date of lot manufacture cannot be determined. The investigation is in progress.

Event description:
The customer reported that a balloon rupture was discovered at pre-testing of the tube.